Event description:
Dealer states they just took this chair out of the box that was in their warehouse and the left footrest attaching bracket, on the frame of the chair, is welded on crooked, causing the footrest to not work properly and does not align properly. No further information provided.